Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2011. According to the complainant, the patient's anatomy was not particularly tortuous, nor dilated prior to the procedure. The biliary stent was placed in an anastomotic stricture secondary to liver transplant. During the procedure, the technician reported that when the stent was partially deployed, they wanted to re-sheath and reposition the stent; however, they were not able to reconstrain the stent. The partially deployed stent was removed from the patient and the procedure was successfully completed with another wallflex biliary rx fully covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. It is important to note, that per the directions for use, "the wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms."

Manufacturer narrative:
Reported issue of stent partially deployed the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(4) 2011. According to the complainant, the patient's anatomy was not particularly tortuous, nor dilated prior to the procedure. The biliary stent was placed in an anastomotic stricture secondary to liver transplant. During the procedure, the technician reported that when the stent was partially deployed, they wanted to re-sheath and reposition the stent; however, they were not able to reconstrain the stent. The partially deployed stent was removed from the patient and the procedure was successfully completed with another wallflex biliary rx fully covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. It is important to note, that per the directions for use, "the wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms."

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 69 mm and had moved distally past the tip by approximately 55 mm. The clear outer sheath was severely kinked and accordioned at several locations along the length of the outer sheath. During analysis it was not possible to reconstrain the partially deployed stent; however, it was possible to fully deploy the stent without issue. No issues were noted with the inner shaft; however, distal stent cover damage was noted. The damage to the stent cover most probably occurred during removal of the partially deployed stent from the patient. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review identified that this device was not used per the directions for use (dfu) / product label. The dfu states "the wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms" and "the wallflex biliary rx fully covered stent system is contraindicated for placement in biliary strictures caused by benign tumors, as the long-term effects of the stent in the bile duct is unknown¿. However, the complaint states the device was intended to be used to treat an anastomotic stricture secondary to a liver transplant. Therefore, based on the evaluation conduction, the most probable root cause is user/use error.